Manufacturer narrative:
One device was returned for evaluation. The device was visually inspected. The wire was broken into two pieces. The complaint is confirmed. The root cause of the failure is excessive force applied to the wire exceeding the tensile strength. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.

Manufacturer narrative:
One device was returned for evaluation and is currently being investigated. The complaint database was reviewed and no similar complaints for this lot number were found. A follow up report will be submitted after the investigation has been performed.

Event description:
The account reported that the introducer sheath was inserted into a fistula and when the wire was removed the tip of the wire was missing. The wire tip was found to be in the clotted fistula. The doctor removed the wire tip with a snare. No additional harm was reported.